Manufacturer narrative:
(B)(4). Correction:this vigilance report has been resubmitted to make a correction to the results of the investigation. Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected and pressure tested for leak. Results: visual inspection revealed cracks on the patient end connector and elbow connector of the expiratory limb. There was no visible damage to the evaqua2 tubing. The pressure test revealed that the breathing circuit was outside of specification. Conclusion: based on the nature of the cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarms." The user instructions also state the following: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers."

Event description:
A hospital in (B)(6) reported that the rt266 infant dual-heated evaqua2 breathing circuit was broken at the level of the patient connector. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel heatlhcare in (B)(4) where it was visually inspected and pressure tested for leak. Results: visual inspection revealed cracks on the patient end connector and elbow connector of the expiratory limb. There was no visible damage to the evaqua2 tubing. The pressure test revealed that the breathing circuit was within specification. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: based on the nature of the cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarms." The user instructions also state the following: "do not soak, wash, sterilize or resue this product. Avoid contact with chemicals, cleaning agents or hand sanitisers."

Event description:
A hospital in (B)(6) reported that the rt266 infant dual-heated evaqua2 breathing circuit was broken at the level of the patient connector. No patient consequence was reported.